Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, nonsustained right ventricular oversensing episodes were observed as myopotential oversensing. Turning off the lfa filter was recommended. No further information is available.